Event description:
It was reported that when using the bd pyxis medstation system, the johnmed station had a time delayed for 14 minutes behind. The pharmacist stated that the data transmitted much faster to the machine than before. The customer reported that users experienced delays of 10 minutes for new patient appearing on the pyxis, which affected the timely provision of medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's time was inaccurate. A technical support specialist changed the time on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.